Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box data revealed a loss of prime warning. The pump successfully completed a prime sequence and 24-hour exercise test without issue. The force sensor was found to be properly calibrated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter was able to prime and air bolus successfully without issues during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.